Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The system was found to functionally exhibit no problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the reoperation was scheduled and performed for the right eye of the patient.

Event description:
A physician noted an issue during a triple surgery while using an ophthalmic console where water did not come out despite the infusion being activated. Initially, water flowed after priming before the surgery, but during surgery, no water was produced upon infusion activation. The cassette was replaced to try to resolve the problem, but priming was faulty, and priming could not be performed. To address this, the procedure was adjusted from triple to solely cataract surgery, utilizing a different console, and the surgery proceeded without any patient harm. Subsequently, the vitrectomy surgery was postponed, and no re-operation was scheduled or planned. This report pertains to ophthalmic operating system involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).